Manufacturer narrative:
A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient found fluid had leaked from the cassette while setting up for treatment and reported the same thing had happened following treatment a "few days" before. The event date is approximately (B)(6)2017. He was advised to discontinue using the cycler and to contact his pd nurse. During follow up the patient's nurse reported that he had not had any adverse event and no antibiotics were prescribed. He had only reported a single leak to the clinic.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A visual internal inspection found evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head within the recess of the bottom cover adjacent to the pump. A simulated treatment was initiated and completed on the cycler with no issues noted. The cause of the observed dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
"."